Manufacturer narrative:
The precision for microalbumin was within specifications. Upon review of the alarm trace, a sample probe rotation/up/down alarm occurred. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the sample probe and adjusted it. The gear pump pressure was checked and adjusted. Controls were run and were ok.

Event description:
The initial reporter stated they received discrepant results for two patient urine samples tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a microalbumin value of 0.1 mg/l. The sample was repeated three times, resulting in values of 23.1 mg/l, 0.1 mg/l, and 0.2 mg/l. The second sample initially resulted in a microalbumin value of 0.0 mg/l accompanied by a data flag on (B)(6) 2021. The sample was repeated three times on (B)(6) 2021, resulting in values of 6.0 mg/l, 0.0 mg/l accompanied by a data flag, and 39.8 mg/l. The microalbumin reagent lot number and expiration date were requested, but not provided.